Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve (sn (B)(6)) was selected for implant using a large flexnav delivery system (ds) (b/l# (B)(6)). The patient had sufficient calcium to allow anchoring, had an aortic valve angle of 50 degrees, and a native valve perimeter of 76.1. There were no issues loading the device into the ds. During the procedure, the system was inserted into the patient that had a previously inserted iliac stent graft in both vessels. However, the ds was unable to proceed past the stent graft of the left femoral artery. The physician decided to remove the ds and insert a 20f non-abbott external sheath. Upon removal of the loaded valve and ds, the physician noted that the capsule of the ds was kinked. The physician alleges that too much force was required trying to cross the stent grafts in the illiacs as the cause of the ds kink. The system was replaced for a new 27mm navitor valve (sn (B)(6)) and large flexnav ds (b/l# (B)(6)), which was inserted into the 20f sheath and was able to pass through the vascular without issue. The ds crossed the annulus and on the first deployment of the valve, it was noted that there was non-uniform expansion on the non-coronary cusp (ncc) side. This was believed to be due to large annular calcium deposits and an eccentric annulus. The valve was recaptured and a second attempt was made. On the second attempt, the valve was able to expand better and at an acceptable height of 4mm ncc and 4.5mm left coronary cusp (lcc). As the valve looked stable, the physician decided to fully deploy the device. During an aortogram, it was noted that the ncc side had popped up above the annulus to a depth of 3mm lcc, 0/ -1mm ncc. The physician believes that the ds may have became entangled with the valve. A post-bav was performed using a 23mm non-abbott balloon. Following this, the physician decided to snare the valve in the ascending aorta such that another valve could be deployed in the annulus. A third 27mm navitor valve (sn (B)(6)) was loaded and implanted without issue. The patient remained stable throughout the procedure.

Manufacturer narrative:
It was reported that on there was non-uniform expansion of valve upon first deployment so the valve was recaptured and a second attempt was made; the valve was able to expand better and was deployed. However, during an aortogram it was noted that the ncc side had popped up above the annulus. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from field indicated that it was believed that the under-expansion was due to large annular calcium deposits and eccentric annulus. Field also indicated that it was believed that there was a potential for ds being entangled with the valve during removal, which may have caused device migration. The exact cause of reported incidents could not be conclusively determined. The reported intervention was a result of case-specific circumstances as the valve was snared in the ascending aorta to deploy another valve in annulus. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve (sn (B)(6)) was selected for implant using a large flexnav delivery system (ds) (b/l# 10367040). The patient had sufficient calcium to allow anchoring, had an aortic valve angle of 50 degrees, and a native valve perimeter of 76.1. There were no issues loading the device into the ds. During the procedure, the system was inserted into the patient that had a previously inserted iliac stent graft in both vessels. However, the ds was unable to proceed past the stent graft of the left femoral artery. The physician decided to remove the ds and insert a 20f non-abbott external sheath. Upon removal of the loaded valve and ds, the physician noted that the capsule of the ds was kinked. The physician alleges that too much force was required trying to cross the stent grafts in the illiacs as the cause of the ds kink. The system was replaced for a new 27mm navitor valve (sn (B)(6)) and large flexnav ds (b/l# 10424039), which was inserted into the 20f sheath and was able to pass through the vascular without issue. The ds crossed the annulus and on the first deployment of the valve, it was noted that there was non-uniform expansion on the non-coronary cusp (ncc) side. This was believed to be due to large annular calcium deposits and an eccentric annulus. The valve was recaptured and a second attempt was made. On the second attempt, the valve was able to expand better and at an acceptable height of 4mm ncc and 4.5mm left coronary cusp (lcc). As the valve looked stable, the physician decided to fully deploy the device. During an aortogram, it was noted that the ncc side had popped up above the annulus. The physician believes that the ds may have became entangled with the valve. A post-bav was performed using a 23mm non-abbott balloon. Following this, the physician decided to snare the valve in the ascending aorta such that another valve could be deployed in the annulus. A third 27mm navitor valve (sn (B)(6)) was loaded and implanted without issue. The patient remained stable throughout the procedure.